Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was not responding. Customer's blood glucose value was 145 mg/dl at the time of the incident. Customer stated that insulin making noise and can't push any buttons. Customer stated that time was stuck to the time it alarmed. Customer also stated that insulin pump had blank display and returned after insulin pump restart. Customer stated that insulin pump had pump error alarm and they able to clear and able to rewind it. Customer stated that alarm occurred shortly after inserting a new battery. The device will not be returned for analysis.